Event description:
Patient reported alarms on lvad, came to clinic, admitted to hospital. Pt severe hemolysis. Pt expired during hospitalization which lasted approximately 2 weeks.details regarding the alarm type are unknown. This facility has recently had four different occurrences with this device in the last few months. In this case, the healthcare professionals think that there may have been a clot in the motor of the lvad. However, this is only a guess. The patient in this event was not on blood thinners due to the patient's past medical history. The device from this event has been returned to the manufacturer for their investigation/analysis but the report of their findings is not available yet.